Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was found damaged in the polybag. The following information was provided by the initial reporter: "1bx of 328821 (100ea) ,6 pouches x 10's (*printing defects, damaged syringe & short packing)".

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (7) photos of 0.5ml 31ga 8mm polybags, reporting polybag printing defect, damaged syringe, and incorrect count(less). The photos were visually examined and an incorrect count (less) was observed. Based on the photos provided, embecta was able to confirm the reported failure. A review of the device history record was completed for batch# 2129954. All inspections and challenges were performed per the applicable operations qc specifications. Root cause: there were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was found damaged in the polybag. The following information was provided by the initial reporter: "1bx of 328821 (100ea), 6 pouches x 10's (*printing defects, damaged syringe & short packing)".